Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.